Manufacturer narrative:
Omit: if other specify, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: describe event or problem, device available for eval?, returned to manufacturer on, device return to manuf .?,reason code for no evaluation, imdrf annex b, c and d codes .

Event description:
It was reported that a secondary infusion of antibiotic (zosyn) was programmed using device interoperability. The pump was started, antibiotic appeared to be dripping at incorrect rate despite the correct rate displayed on pump. The infusion was then paused and the primary tubing was clamped. The antibiotic still appeared to be ¿free-flowing¿ towards the patient. The antibiotic tubing and module was inspected for any possible causes and none were found. The tubing was taken out of module and switched to a new module. The information was manually typed into the pump (medication, dose, rate, volume to be infused) and appeared to have been dripping at the correct rate. While this pump malfunction did involve a patient, the error was caught prior to it reaching patient. The patient was in stable condition. The pump module and all involved tubings were removed from the patient's room and taken immediately to a biomed engineer. There was patient involvement but no harm.

Event description:
It was reported that a secondary infusion of antibiotic (zosyn) was programmed using device interoperability. The pump was started, antibiotic appeared to be dripping at incorrect rate despite the correct rate displayed on pump. The infusion was then paused and the primary tubing was clamped. The antibiotic still appeared to be ¿free-flowing¿ towards the patient. The antibiotic tubing and module was inspected for any possible causes and none were found. The tubing was taken out of module and switched to a new module. The information was manually typed into the pump (medication, dose, rate, volume to be infused) and appeared to have been dripping at the correct rate. While this pump malfunction did involve a patient, the error was caught prior to it reaching patient. The patient was in stable condition. The pump module and all involved tubings were removed from the patient's room and taken immediately to a biomed engineer. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a free flow event involving antibiotic medication infusing through pump module. Antibiotic was hung and information from computer was sent to module. The pump was started, antibiotic appeared to be dripping at incorrect rate despite the correct rate displayed on pump. Infusion was then paused and the primary tubing was clamped. The antibiotic still appeared to be ¿free-flowing¿ to patient. Antibiotic tubing and module was inspected for any possible causes and none were found. Tubing was taken out of module and switched to a new module. Information was manually typed into the pump (medication, dose, rate, vtbi) and appeared to have been dripping at the correct rate. While this pump malfunction did involve a patient, the error was caught prior to it reaching patient. The patient was in stable condition. The faulty module and involved tubing were removed from the patient room and taken immediately to a biomed engineer that happened to be on the unit at that time. There was patient involvement but no harm.